Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate measurement or to determine if it could have contributed to the patient's ER (emergency room) visit. No product lot number was reported; therefore, no lot release records were reviewed. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately. Checking your blood glucose 7 / pages 79-80. You should perform a control solution test when you suspect that your meter or test strips are not working properly and when you think your test results are not accurate or if your test results are not consistent with how you feel.

Event description:
The patient¿s mother reported that her son woke up on monday morning ((B)(6) 2018) with high blood glucose (exact level was not provided) and there were ketones present. She took him to the hospital where they treated him with a manual injection using an insulin pen. At the hospital it was determined that the bg meter in the omnipod personal diabetes manager (pdm) did not read the values correctly compared to the hospital¿s bg meter. The pdm was replaced with a new one from the patient¿s diabetes specialist nurse (dsn) before leaving the hospital.